Event description:
Information received by medtronic indicated that system notice message 50005 (the safety system has detected fluid in the catheter and stopped the injection) occurred at the end of the procedure. The cryoablation procedure was completed and no catheter replacement was required. It was also reported that a phrenic nerve palsy occurred during ablation of the right inferior pulmonary vein. The ablation was stopped. Phrenic nerve palsy was still present when the patient left the operating room. When the device was returned, pressure testing revealed a leak through the guide wire lumen. Reportable based on analysis completed (B)(4) 2014.

Manufacturer narrative:
The retuned device was visually inspected and functionally tested. Failure files confirm the system notice #50005 ¿leak detection¿ for the date of event. Visual inspection of catheter showed a guide wire lumen kink inside the balloons as well as blood. Smart chip verification indicated the catheter was used for 9 injections. The catheter failed the performance test due to system notice #50005 upon connection. Pressure test showed a leak through the guide wire lumen, however, the balloons integrity was intact, no breach observed. Dissection showed a guide wire lumen partial snapping as well as kink at 1.01 inches proximal from the tip. The kink was making the balloon segment bend. An internal CAPA has been initiated to investigate the guide wire lumen partial snapping. The patient experienced a phrenic nerve palsy during the procedure. Phrenic nerve injury is a potential adverse event associated with cardiac cryoablation procedures. This complication is not associated to the guide wire lumen snapping and kink observed in the returned catheter, but is associated with ablation in close proximity to the phrenic nerve.